Manufacturer narrative:
Concomitant medical products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 3987a, lot# n077623, implanted: (B)(6) 2006, product type: lead. Product ID 3987a, lot# n077623, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included migraine. The patient reported that they did not use their therapy because it never really helped that much. The patient stated that the ins has been migrating out of the pocket for the past two years, and that it has been discharged for one year. The patient couldn't remember why they let it discharge. It was noted that the patient did not have a managing physician and was looking to consult with a doctor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.